Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen cracked; reason was unknown. Customer's blood glucose level was 126 mg/dl. Reportedly, the customer will continue to use the pump and has insulin pens for continued insulin therapy.